Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was unable to reproduce the vibration. The isi fse spoke with the site's robotics coordinator, who confirmed that she felt the vibration. The isi fse replaced the master tool manipulators (mtm) right out of precaution to resolve the potential reoccurrence of the issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint to perform a failure analysis. The mtm was analyzed, and the reported failure could not be reproduced nor confirmed. A visual inspection was performed. The unit was installed onto the system and powered up. All tests passed. The complaint was not confirmed based on the failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulator right (mtmr) of one of the surgeon consoles was vibrating. The customer stated that the issue happened twice during the case, but there were no faults or system messages. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs but found no related logs. The isi tse recommended a power cycle on the system, but the customer declined. The customer stated they moved to the second console to complete the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The surgeon moved to the other console to resolve the issue. The case was completed robotically, using the same system. No patient injury was reported.

Event description:
Refer to h10/h11 for follow-up information.